Manufacturer narrative:
Additional information: b2, b5, b6, b7 and d10. B5: upon follow-up, it was reported that the patient was hospitalized 11 days after the event onset. Antibiotic treatment was discontinued. At the time of this report, the patient remained hospitalized. It was reported that pd therapy was discontinued 23 days after the event onset and the patient was switched to hemodialysis thrice a week. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin (2gm, every 7 day, route and duration were not reported) and gentamycin (40mg, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering. Pd therapy was ongoing. No additional information is available.